Manufacturer narrative:
The device was not returned to olympus for evaluation as it was sent to a third party. It was reported that there was damage to the objective lens which is what caused the foggy image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that it is probable that the defect was caused by the objective lens being damaged during handling of the subject device by the user; as a result, the suggested event temporarily occurred. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus, that the image was foggy when using the evis lucera elite gastrointestinal videoscope. The entire image was blurry. The issue was found during preparation for use. There were no patient or procedure involvement.